Event description:
Patient underwent orif of the proximal humerus approximately 1 ½ months ago. The patient fell while walking her dog on an unknown date. The patient presented to the surgeon complaining of pain and x-rays taken on an unknown date show two cortex screws had pulled out of the bone. The patient was returned to the or on (B)(6) 2012 for removal of the 2-hole proximal humerus plate and six screws with revision to a 3-hole proximal humerus plate and nine screws. This report is #1 of 3 for the same event.

Manufacturer narrative:
(B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of device history record (DHR) found nothing that would cause or contribute to the reported incident. Subject product met all visual and dimensional requirements throughout manufacturing and release. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
This device was used for treatment, not for diagnosis.